Event description:
The following information was reported to gore: on an unknown date in 2008, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On an unknown date in 2016, the patient's inferior mesenteric artery was embolized to treat an increase of the aneurysm.

Event description:
The following information was reported to gore: on (B)(6) 2008, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified a type ii endoleak. On (B)(6) 2019, additional follow-up CT angiography imaging was performed and a type ii endoleak was not confirmed this time. However, based on his observations during the imaging procedure, the physician felt the patient would benefit from treating the implanted endoprostheses on the right side. Therefore, and as a precautionary measure, an additional gore® excluder® aortic extender component pla280300 was implanted and the gore® excluder® contralateral leg component pxc141200 was relined with an additional gore® excluder® endoprosthesis.

Manufacturer narrative:
Date of event: corrected date. Describe event or problem: updated description. Updated field content. Catalog #, expiration date, unique identifier (di) #, 6. If implanted, give date: updated these fields. Contact office: updated field content. Device manufacture date: added date. Device code 1: added code. The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Unique identifier (di) # for gore® excluder® contralateral leg component (B)(4).

Manufacturer narrative:
Conclusions code 1: corrected code. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak.